Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote transmission indicated the right atrial (ra) lead exhibited one possible undersensed p wave on current electrogram (egm), possible falling in blanking period. The ra lead p-waves were within range of expected. The ra lead remains in use. No patient complications have been reported as a result of this event.